Event description:
Customer reported hearing an abnormal noise when anesthesia machine was connected to pipeline supply during preoperative check of the equipment. There was no pt involvement. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be submitted when the investigation has been completed. Initial report to ohmeda japan facility-06/23/97. Receipt of complaint info by ohmeda madison-02/19/98. Confirmation of reportable event-03/06/98.